Event description:
It was reported that during administration to the patient, the defective needle broke at the needle base, product splashed on the nurse's face and eyes. The patient received approximately 0.5 ml of olanzapine pamoate instead of the intended 2.3 ml, resulting in an incomplete injection and underdosing. There was patient involvement but no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - catalog #: potential product numbers. El31915, el1915, sb5021. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
A device history record (DHR) review could not be conducted because no lot numbers were identified. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.